Manufacturer narrative:
(B)(4). There were no samples or pictures available to evaluate the issue. Therefore, a root cause was not determined. A batch review and retained sample testing was performed on 3 random lots since the complaint sample lot number was unknown. No issues were found within the lots and no issues.

Event description:
A nurse reported to baxter (B)(4) that during use the dialyzer developed a blood leak. There was patient involvement. No patient injury or medical intervention is reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.